Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lhr did not reveal any non-conformities which could have contributed to this complaint.

Event description:
The hosp reported that during the endoscopic vessel harvesting procedure, it was difficult to slide the bisector down the cannula. A replacement device was used for the case and procedure was completed. No pt complications were reported.